Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.